Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 438 mg/dl. Customer reported that the insulin pump died while she was sleeping and now it was not giving her insulin. Customer declined to troubleshooting for the high blood glucose. No further details were given. Insulin pump will not be returned for analysis.